Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 480mg/dl. The customer had symptoms such as thirst and treated with a manual injection. Customer's blood glucose value was 441mg/dl at the time of the call. Customer declined to troubleshoot for high readings. Based on customer report customer does not allege pump was under delivering. Troubleshooting was not performed. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.